Manufacturer narrative:
(B)(4).batch # t5dd5c. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. In addition, the reload present a damaged on the tip near of batch number. The cartridge reload swing tab was reset in order to fire the cartridge. The device and returned cartridge were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. It is possible that the damaged in the reload was due to an improper handling of it. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: can you please clarify what was meant by ¿damage on the tip of the anvil fork¿? No further information is available. Was any part of the device damaged? If yes, please provide more detail. It was reported that the tip of the anvil fork was damaged, but no further information is available. Or was this describing an issue with the feea staple line? No further information is available. Was there any patient consequence as a result of the surgeon ""additionally cutting and anastomosed with the replacement""? No further information is available.

Event description:
It was reported that during an unknown procedure, the staples were unformed when the device was used to close feea. There was a damage on the tip of the anvil fork. The surgeon cut additionally and anastomosed with the replacement due to malformed stapling. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.